Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 11pm. The patient alleged "high readings" which prompted her to retest. The patient reported results of "20-50 points different." Specific results were not provided. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. The patient claims she had symptoms of thirst, dizzy, nervous, shaky and felt horrible. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms correlated with the alleged "high readings." The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.